Event description:
It was reported that the line of an unspecified quantity of homechoice cassettes leaked. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: manufacturing facility: the devices were manufactured at one of the two following manufacturing sites: baxter healthcare: (B)(6). Baxter healthcare: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.